Event description:
The customer reported that the device was overheating during a procedure at the user facility. There was no patient involvement, no medical intervention, no delay, and no adverse consequences.

Manufacturer narrative:
Follow-up report submitted to document device evaluation results.

Event description:
The customer reported that the device was overheating during a procedure at the user facility. There was no patient involvement, no medical intervention, no delay, and no adverse consequences.